Manufacturer narrative:
The a1cx3 reagent lot number was 87246501 with an expiration date of 31-aug-2026. Calibration was acceptable. Qc was acceptable. There was no indication of a reagent performance issue. An abnormal aspiration alarm was observed on the alarm trace data. This is an indication of possible poor sample quality. The field service engineer (fse) identified an intermittent liquid short error on a reagent probe. The fse replaced the probe, cleaned the reagent compartment, and verified all mechanical adjustments. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 503 analytical unit. The initial result was 14.4%. The physician questioned this result. On (B)(6) 2026, the sample was repeated with a result of 5.9%. The sample was repeated on a different c503 analyzer with a result of 5.8%. The repeat results were believed to be correct.